Event description:
It was reported " after the insertion of acute antimicrobial dialysis catheter to the patient, the catheter worked well for 2 hours. After 2 hours the venus lumen (blue one) did not worked well, inability to return and difficulty in the output which gradually stopped working. The lumen blocked and it was not possible to continue the dialysis. We changed the catheter and the position of the catheter insertion (femoral, subclavian, jugular). The same incident (venus lumen stopped working after 2 hours) occurred in other 3 dialysis catheters in the same patient which introduced in different vessels (femoral, subclavian)." There was no medical intervention required. It was reported "he died 9 days after the cardiac surgery. Patient was in critical condition prior to use of the device." Additional information received states, "the device is not associated with the patients death." Associated MDR number includes: 3006425876-2024-01099, 3006425876-2024-01112, 3006425876-2024-01110.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " after the insertion of acute antimicrobial dialysis catheter to the patient, the catheter worked well for 2 hours. After 2 hours the venus lumen (blue one) did not worked well, inability to return and difficulty in the output which gradually stopped working. The lumen blocked and it was not possible to continue the dialysis. We changed the catheter and the position of the catheter insertion (femoral, subclavian, jugular). The same incident (venus lumen stopped working after 2 hours) occurred in other 3 dialysis catheters in the same patient which introduced in different vessels (femoral, subclavian)." There was no medical intervention required. It was reported "he died 9 days after the cardiac surgery. Patient was in critical condition prior to use of the device." Additional information received states, "the device is not associated with the patients death." Associated MDR number includes: 3006425876-2024-01099, 3006425876-2024-01112, 3006425876-2024-01110.